Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not properly attached error. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the reported complaint was duplicated by visual inspection and functional testing. The cause was the downstream occlusion (dso) sensor. Replaced dso sensor, dso bezel and dso seal to fix this issue. Further inspection found lcd is flickering, battery compartment has a crack, latch/lock sensor is defective, uso seal is not sealed, pwa board not compatible with new lcd screen and motor has exceeded rotation limit. Replaced lcd screen, pwa board, uso seal, battery compartment, latch/lock sensor and motor. Updated software. The device passed all testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.